Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed hardware error hwbat. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. An attempt to test the device was made; however, an error message was displaying on the screen. The error message stops the receiver from communicating and functioning. As a result, the receiver data log could not be downloaded and functional testing could not be performed. The reported event of a hardware error could not be confirmed. A root cause could not be determined.